Event description:
It was reported that the sheath of the operating channel of the subject device was pierced while passing the needle. The issue occurred during an echo-endoscopic diagnostic procedure (under sedation, with the device inside the patient). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified based on the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sheath of the operating channel of the subject device was pierced while passing the needle. The issue occurred during an echo-endoscopic diagnostic procedure (under sedation, with the device inside the patient). There were no reports of patient harm.